Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory alert. It was noted that there was oversensing of right ventricular lead noise. It was also noted that the implantable cardioverter defibrillator was oversensing far p waves on the ventricular channel. Programming changes were made and the patient was stable.

Event description:
New information received on (B)(4) 2018, indicates that the asymptomatic patient presented in clinic with cross talk on the implantable cardioverter defibrillator. No resolution was reported.